Manufacturer narrative:
Update.

Event description:
Update oct 4, 2017. Medical records reviewed. Revision operative notes 8-25-2017 indicates the patient received a resection of infected right total hip replacement follow by insertion of articulating antibiotic spacer due to infected right total hip replacement. Intra-operative event description: depuy all polyethylene constrained liner was cemented into the acetabulum. Trial reduction was performed with cemented spacer in place. Stability was achieved with a +9 x 32mm head. The capture deployment was fairly easy but the hip remained unstable in spite of the captured head. Stability could not be achieved despite trouble shooting. Therefore, removal of the cemented all polyethylene with a drill and tap technique was completed and insertion of competitor cemented liner was completed with success. Please note, at this time it is unknown if depuy products were implanted prior to this procedure. Therefore, the revision procedure itself is not currently captured, only the event regarding the antibiotic spacer. If more information becomes available it will be addressed. Updated 10-26-2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that cup was implanted with palacos cement. Upon reduction the femoral head snapped in and snapped out of reduction upon range of motion test several times. Update sept 19, 2017: medical records received. After review of the medical records for MDR reportability, the patient implanted in 2008 (unknown products). The patient then underwent two revisions (1st unknown date) and the 2nd on (B)(6) 2017. After the 2nd revision, the patient was revised on (B)(6) 2017 for infection and subluxation/dislocation. During the revision on (B)(6) 2017 a depuy prostalac cup was implanted with an unknown femoral head. The patient experienced dislocation intra-operatively. The prostalac cup was removed and a competitor system was implanted. There was a 30 minute delay.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.